Event description:
Healthcare professional reports one incident of a blood leak on reuse number 6. This incident was noted at the end of pt treatment by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 200cc. Treatment was discontinued. It is unknown if there was any clotting or high venous pressure alarms prior to receiving the blood leak alarm. No pt injury or medical intervention was noted.